Event description:
User received discrepant calcium results for two patient samples. Sample 1, initial result 10.5 mg/dl, repeat results 8.6 mg/dl. In 2008, sample 2 initial result 11.1 mg/dl, repeat results 9.8 and 9.9 mg/dl. Erroneous results were not reported. The field service representative was unable to determine a cause, but noted he checked the analyzer. Performance tests were performed which were within specification.